Event description:
The manufacturer received information alleging death. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, section box b: adverse event or product problem (adverse event/product problem), box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (type of reported complaint, evaluation method code grid, evaluation results code grid, conclusion code grid) have been updated/corrected.